Event description:
Incident details - the power-cross balloon was used on a tight calcific sfa lesion. The balloon appeared to rupture and upon removal, it was determined that most of balloon section was still on the wire inside the sheath. The sheath was removed and parts of balloon shaft and balloon material were removed at access site. Evaluation of the returned device on (B)(6) 2015 found the balloon material was returned in 3 segments.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: three segments of the balloon chamber were returned: the approximate overall length returned is 185mm. Approximately 15mm of balloon chamber were not returned. The guidewire lumen within the distal segment exhibits necking down and accordion folding. The outer sheath of the catheter was examined: the outer sheath exhibited sanguine residue, several chatter marks along its length, and the bond with balloon chamber was intact. It was noted that the guidewire lumen was not present within the outer sheath. The returned segment of inner lumen was examined: the distal segment exhibits columnar collapse with accordion folding, one of the balloon chamber marker bands was present, and the overall returned segment length is approximately 126.5cm.it is known that two of the balloon chamber marker bands are not accounted for.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available a supplemental report will be submitted. (B)(4).